Event description:
According to the reporter, when the handle was squeezed, the tacks would not deploy and loud cracking sound heard.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated feb 8, 2010.